Manufacturer narrative:
(B)(4). Approximate age of the device - 4 months, 11 days. The pump remains in use supporting the patient. A correlation between the device and the reported bacterial driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that, on (B)(6) 2015, the patient was diagnosed with a bacterial driveline infection. The microbial culture tested positive for staphylococcus aureus. The patient was treated with oral antibiotic therapy (clindamycin). It was reported that the infection resolved on (B)(6) 2015. No additional information was provided.